Manufacturer narrative:
(B)(4). Evaluation, conclusions: (cause is unknown).

Event description:
It was reported that a pre-operative examination of the valiant captivia stent graft system revealed no problems; however, during the endovascular procedure when deploying the stent graft the physician discovered that the hand switch was broken on the delivery system. The physician was able to successfully deploy the stent graft at the target lesion. There was no difficulty with stent graft deployment. No clinical sequelae were reported and the patient is fine. An analysis of the returned delivery system confirmed the complaint; the front grip was detached from the screwgear. The cause of the detachment was due to damage to the internal ribs of the front grip. The root cause of the damage could not be conclusively determined during evaluation.